Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device that were lower than they felt. The customer did not experience any symptoms but drank some soda because they noticed that the trend arrow on the sensor reading was going down after they took a fast-acting insulin (dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.